Event description:
The manufacturing representative reported that there was a bad connection between the recharger and ins. There were many changes bet ween excellent, good, and poor loading quality. They cannot estimate in which way movement took place with the charging disc and the ins based on sitting/posture. It might have something to do with how parallel the charging disc was to the ins. They thought it might have to do with the cable on the charging pad. Additional information was received from the manufacturer representative reporting that the patient was seen at the hospital and the problems still exists. The patient indicated that he was not moving during charging (although the movie made by the patient does suggest he was moving during charging). The patient was using the charging belt. The patient also reported strange messages on his remote and sometimes sudden stop of charging. The ins was really close towards the surface. The patient also indicated that he has an irritating feeling when charging at the skin around the ins. Although this irritation he does not want to decrease charging (and thus heat generating) speed. When the patient demonstrated the charging nothing happened. Based on the session report and the mdt data, the charging sessions looked normal. The average recharge duration and recharge interval were according to our expectations indicating that the coupling was not always poor. However, in the mdt data we do indeed see that the recharge sessions are sometimes stopped due to bad coupling or because the patient removed the antenna from the ins, without manually stopping the recharge session. The whole charging system was replaced by the hospital as the patient does not trust this system.

Manufacturer narrative:
Continuation of d10: product ID# 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Serial/lot #: (B)(6). UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found no anomalies; the recharger telemetry module (rtm) passed debug testing with no functionality failures detected. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.